Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent direct stenting of the mid lad with a xience v stent. In 2009, the target vessel was treated for restenosis within the xience v stent via implantation of a promus stent in the proximal lad overlapping the xience v stent. Eight months later, the patient experienced worsening chest pain and was admitted to the hospital for a coronary work-up. A functional ischemia study and troponin levels were negative. Angiogram revealed 70% stenosis at the distal edge of the xience v stent within the mid lad that was place at the index procedure. This was treated implantation of an additional xience v stent. There is no additional information available.

Manufacturer narrative:
Angina and restenosis, as listed in the xience v IFU are known adverse events associated with coronary stenting. These patient effects, along with hospitalization are listed in the risk assessment as no-fault post-procedure complications. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. Reportedly, the lesion was not pre-dilated. It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.